Event description:
Reporter indicated a vns therapy pt is experienced an "asthma attack - extreme shortness of breath." It was stated it was a single episode that was probably related to vns therapy stimulation. The event resolved without intervention. Good faith attempts to obtain additional info have been unsuccessful to date.